Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t wave oversensing resulting in inappropriate shocks. This occurred in two separate occasions in which one shock was delivered each. Technical services (ts) noted at the onset this s-ICD appropriately detects the wide complex rhythm however then t wave oversensing occurred. Ts discussed lowering the conditional zone to allow for faster detection. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.